Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the implant date was (B)(6) 2013. It was unknown if there will be an explant and if the device will be replaced. It was reported that the daily dose of hydromorphone was 102,33mcg per dag and the daily dose of clonidine was 51 ,166 mcg per dag. It was reported that the patient experienced increased pain which is now controlled with oral medication. It was noted that the patient did not experienced any withdrawal symptoms. The patient status was reported as their pain was being relieved through oral medication and next week further actions will be discussed. In case of a replacement, the device will be returned. No further complications were reported or anticipated. The patient¿s medical history included low back pain with multiple osteoporotic vertebral fractures the patient¿s concomitant medications included unknown oral medication.

Manufacturer narrative:
The event was previously report as only a product problem. It should have been reported as an adverse event <(>&<)> product problem.

Event description:
Additional information was received. It was reported that there was no apparent cause of the motor stall. There weren¿t any motor stalls noted in the event logs and the motor stall could not be recovered as the pump tube set period of 48 hours was exceeded. It was reported that to the knowledge of the manufacturer representative the pump was explanted and replaced on (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative was first notified of the event from a pain nurse. It was reported that the patient did not receive a new pump yet and that the patient complained about a mild return of pain symptoms. It was noted that the patient weight was unknown and the information can¿t be obtained. It was previously reported that the pump was explanted and replaced on (B)(6) 2017, however additional information received indicated that the patient did not receive a new pump yet. It was previously reported that there weren¿t any motor stalls noted in the event logs, however it should have been reported that there weren¿t any more motor stalls noted in the event logs. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer¿s representative regarding a patient who was receiving clonidine (100 mcg) and hydromorphone via an implantable pump for an unknown indication for use. It was reported the patient heard a critical alarm on an unknown date. The log files showed a motor stall and a pump tube set exceeded message. The patient did not experience any withdrawal symptoms. It seemed the pain was treated well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. The analysis interrogation report indicated the pump was used to infuse hydromorphone (150.0 mcg/ml, 102.33 mcg/day) and clonidine (75.0 mcg/ml, 51.166 mcg/day) in flex mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.